Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) was started on duopa. On an unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the patient experienced stoma infection. On (B)(6) 2021, the patient was treated with oral antibiotic amoxicillin till (B)(6) 2021.

Manufacturer narrative:
Reference record (B)(4).

Event description:
Additional information received. The stoma looks good. The stoma culture was positive for candida albicans and was treated with fluconazole till (B)(6) 2021. Another stoma site culture was done to make sure no infection remains.